Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported cassette leaked during vitrectomy surgery. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet combined pak was visually inspected. White stressing on the green infusion connector was observed. In addition, the green port on the cassette body was found crack. The cassette port crack was a sharp line only on one side. The stress induced marks on the connector indicate during connection to the cassette there was likely extra force used to connect to the cassette port. This action potentially caused the crack in the port which then led to the customer experience, however, this cannot be confirmed. The root cause of the customer's complaint could not be conclusively determined with the available information. It was noted there were indications extra force was used to connect the infusion connector to the cassette port potentially contributing to the customer's experience but this could not be confirmed. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).